Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 400mg/dl as well as the reservoir had air bubble. Approximate size of air bubbles was 2 inches. Air bubbles were not removed successfully. Insulin pump had pump error alarm. Customer stated that they were able to rewind the insulin pump. Insulin pump passed displacement test. The product will not be returned for the analysis. Frn reservoir 3ml mmt-332a.